Manufacturer narrative:
Date of event: exact event date was not reported, bsc has selected the first date of the month of the aware date as the event date.

Event description:
It was reported that stent deformation occurred. It was reported that the inner portion of the stent on an expel nephroureteral stent system had become floppy during wire exchanges. The device was exchanged and no patient complications were reported. The patient's status post-procedure is stable.